Event description:
It was reported by customer that on (B)(6) 2024 we were called to the ER for a "leaking PICC". When we arrived the PICC was actually pulled out about 8cm so it definitely needed replaced. But the "leak" was actually a fracture at the 7cm mark. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.